Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the implantable cardioverter defibrillator (ICD) there was difficulty getting adequate contact between the device and the competitor lead. After resetting the lead in the setscrew acceptable readings were obtained. Approximately one week later, the device was alerting for lead impedance issues. It was discovered that there was a connection issue with the lead and the device. The physician attempted to connect a previously capped competitor lead to the device but there was a connection issue. The physician then decided to explant and replace the ICD. Acceptable readings were noted with the new device and the already implanted leads. No patient complications have been reported as a result of this event.